Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has a no delivery alarm on the insulin pump. Customer's blood glucose level was 382 mg/dl. Customer stated that he has been getting no delivery alarms all day. Customer changed the set 4 times today. Troubleshooting was performed. Customer reported that the insulin exits but there is greater than normal resistance when attempting a plunger push. It was explained that the alarm was caused by a set/reservoir connection. Customer was advised to replace the infusion set and reservoir. Customer will monitor his blood glucose levels since he had given an insulin shot. No further assistance needed.